Manufacturer narrative:
Related MFR (for patient's second trach): 3012307300-2019-01893.

Event description:
Information was received that pieces of a swivel adapter on a smiths medical portex bivona custom tracheostomy tube were breaking off while in use with a patient at their home. There were no adverse patient effects.